Event description:
Us complainant reported the patient was on impella cp support due to st elevated myocardial infarction (stemi). While on support, while exchanging out the 14f peel away sheath, the impella was pulled out of the left ventricle (lv). In attempts to prolapse across the lv, impella became kinked, and the decision was made to remove and replace it with a new pump. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the product damage has been completed. The pump was not returned for evaluation. Clinical details were not sufficient to determine the root cause. Clinical details state that when the pump was pulled out of the left ventricle upon exchanging out the 14f peel away sheath to get a better position, the cannula kinked in attempts wirelessly recross the aortic valve. The cause of the kinking of the cannula related to the positioning of the catheter likely was use related due to improper technique.